Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alerts) has been confirmed. Upon investigation, the trunk cable was pulled from the strain relief, pulling the heat shrink off pulse wires and shorting them together. The root cause for the strained cable was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a patient was experiencing gong alerts.